Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a cardiac arrest and the physician wanted to review the device data. Initial efforts to interrogate the device were unsuccessful as the device could not be found. Device interrogation was eventually completed and a review of the data did not identify an arrhythmia from today. There were no recorded episodes in the past seventy-two hours and no out of range measurements observed. No adverse patient effects were reported.